Event description:
On june 19, 2008, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter would not power on. On june 20, 2008, the technical service representative (tsr) spoke with the patient to obtain and verify information. The patient alleged that for two days, the reported meter would not power on. During this time, the patient reportedly continued to take his usual meals and medications. On the day of the event, three days prior to original date, the patient ate breakfast and lunch, and took 14 units novorapid insulin with his meals. At 3:00 pm, the patient allegedly became unconscious. The patient's wife attempted to test his blood glucose level, but the reported meter did not power on. She treated the patient with a glucose solution on his lips, and contacted the physician. The physician arrived at 3:30 pm and treated the patient with a glucagon injection; no blood glucose testing was performed prior to this treatment. Emergency services were contacted, and paramedics tested the patient's blood glucose level to be 11.4 mmol/l (205 mg/dl), and he was treated with a second glucagon injection. The patient was revived at 4:00 pm, and transported to the hospital. In the emergency room, the patient was treated with food, and then discharged. The patient usually takes 14 units novorapid insulin three times per day, adjusting the doses based on meter readings; and 22 units lantus insulin once per day. The patient tests his blood glucose level three to four times per day. His expected readings are approximately 5.0 mmol/l (90 mg/dl). During the troubleshooting telephone call, the tsr determined the reported meter was powering on successfully with both the button and the test strip, the patient's test strips were correct, and there had been no misuse of the meter. The tsr also determined the patient had not replaced the battery according to manufacturer's recommendations. According to the owner's booklet for this meter, the expected battery life is 1000 tests or approximately one year. The meter, test strips and control solution were replaced. The patient had not replaced the meter's battery. The patient claimed he was unable to test his blood glucose levels nor adjust his insulin doses due to the reported issue. The patient then allegedly became hypoglycemic and unconscious and received emergency medical treatment with glucagon and food to resolve the symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.